Event description:
There was an allegation of questionable creatinine plus ver.2 and sodium electrode results from the cobas 6000 c501 module for two patients. Patient 1's initial creatinine result was 9.6 mol/l, and was accompanied by a data flag. The repeat result was 71.7 mol/l. Patient 2's initial sodium result was 156.3 mmol/l, and the repeat result was 139.2 mmol/l. The repeat result aligned better with the patient's history. The questionable results were not released outside of the laboratory.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 86413201, and the expiration date was 31-dec-2025. The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) found a clogged reagent probe and cleaned and readjusted it. At another visit, he also found a leaky cell rinse tube, repaired it, and confirmed that the module was running within specifications. The investigation determined that the service action resolved the issue.